Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had been explanted due to an infection. The device system was used to deliver baclofen.

Event description:
Additional information received reported that patient had started gablofen intrathecal treatment on (B)(6) 2007 and ended on (B)(6) 2014. It was noted that patient did receive preoperative antibiotics. The onset of the infection was reported as (B)(6) 2014. It was noted that the patient did not have meningitis. The last refill date was (B)(6) 2013-11-06, before ¿total pump replacement on (B)(6) 2014, end of life (B)(6) 2014.¿ sign and symptoms reported included fever and redness. Primary location of infection was device pocket and catheter track. A culture was obtained of the cerebral spinal fluid. The organisms cultured were gram positive cocci from the cerebral spinal fluid and ¿staph¿ from the catheter tip. It was reported that patient was given IV antibiotics and had total device system explanted. Patient outcome was reported as ¿infection resolved.¿ drug withdrawal symptom reported was ¿persistent erections.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).